Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice (hc) device during an unspecified step of peritoneal dialysis (pd) therapy, while the patient was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.